Event description:
It was reported that during a percutaneous coronary intervention procedure, inflation difficulties and a balloon rupture occurred. The 99% stenosed lesion was located in a severely tortuous and severely calcified right coronary artery. On the first inflation the 3.5x12mm quantum maverick balloon eventually inflated to approx twelve atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
The complaint device was not returned; therefore, product analysis was not possible. Without product analysis it was not possible to confirm the reported event or inspect the device for potential root causes. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).